Event description:
It was reported that the cutter/burr device could not be inserted into the motor device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device. A visual assessment and measurement revealed that the flats of the device were off center. Therefore, the reported condition was confirmed. The assignable root cause was determined to be manufacturing/process. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.